Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was used during an anterior apical repair procedure in 2010. The exact date is unknown. The procedure was completed with this device. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, post procedure, the patient started to experience buttock pain and dyspareunia. The device was explanted on (B)(6) 2014. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.